Event description:
It was reported to a sales representative that a blade broke during surgery. It was stated to the sales representative that there was no harm to the patient. There was no mention if there was fragment removal from the patient or when during the procedure, the blade break occurred. There have been multiple attempts to gain more information.

Manufacturer narrative:
(B)(4). Product analysis and investigation performed by the quality engineer - the product was enclosed in an original inner-pouch containing a pouch label. The inner pouch was enclosed in a ziplock bag. The label identified the product as an 1884006em, rotatable fusion blade, rad 40 from lot 0205875649. The blade was received broken into two pieces. The tip of the outer blade was completely broken off. A portion of the unwound spiral wrap was attached to the outer blade tip. The inner blade shaft was hyperextended and the inner tube appeared to be obstructed with a mass of dried blood. The complaint is confirmed for broken blades. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose it's tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. Cause is determined to be use error- excessive axial (downward) pulling on the blade while carving dense (bone) material. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Multiple attempts have been made to gain information, due to the broken tip, without information that it was a patient involved fragment this event is being filed as a product problem. Device description - the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to blade or bur may cause it to fracture. Should a blade or bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the blade or bur are retrieved and removed from the patient. Blade or bur fragments that are not removed may cause tissue damage to the patient.